Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was provided for evaluation. A connection loss was reported to have occurred for (B)(4). Data investigation confirmed a connection loss on (B)(6) 2018 for (B)(4). The root cause was the transmitter and app were unable to establish a connection.